Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00753. The pt's scs system included an ipg and surgical lead. It was reported that she was receiving ineffective stimulation. She reportedly only received therapy from two lead contacts. X-rays revealed that the pt's lead was twisted, and the device's placement was not optimal to achieve adequate stimulation. In an effort to ensure effective therapy for the pt, both her ipg and lead were replaced. No further complications were reported.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. The lead was returned incomplete; as such, no functional testing could be performed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.